Event description:
It was reported that customer experienced repeated malfunction messages while using replacement pump, where pump issued error readings and prompted for new cartridge but then did not accept new cartridges. There was no reported impact to the customer¿s blood glucose level. Customer stopped using pump at time of report, declined follow up from technical support, and no additional information was received regarding the outcome of event.